Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). One unused sample was available for evaluation. A visual inspection was performed and particulate matter was discovered inside the all in one bag. The reported condition was confirmed. No other tests were performed. The assignable root cause for the reported condition is unknown. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation a follow-up will be submitted.

Event description:
The pharmacist of the facility reported to baxter (B)(4) of an all-in-one empty container with connector in which the pharmacist found unknown particles. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.